Event description:
It was reported that the health care professional (hcp) attempted to interrogate this pacemaker but were unsuccessful. Technical services referred the hcp to the local field representative for additional troubleshooting assistance. Additional information was requested but not provided. Due diligence has been completed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.